Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold/hub. A visual and tactile examination found a break in the hypotube shaft 790mm proximal from the mid-shaft bond as a result of a severe kink in the hypotube shaft. The hypotube appears to have broke due to the application of excessive force. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 16 x 2.75mm promus premier stent was not able to cross the lesion. During removal, the shaft of the device broke. No snaring or retrieval devices were required to remove the broken shaft.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non calcified left anterior descending artery. A 16 x 2.75mm promus premier¿ stent was advanced to the target lesion however, the physician noted that the mid shaft of the device was fractured. No unusual pressure was applied to the device during advancement to the lesion. The device was removed completely and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 16 x 2.75mm promus premier¿ stent was not able to cross the lesion. During removal, the shaft of the device broke. No snaring or retrieval devices were required to remove the broken shaft.